Event description:
It was reported that during a lap gastrectomy procedure, after fired, noted oozing. They used suture to oversew. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/5/2026 d4: batch #unk d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No how was the bleeding controlled? Suture sewing how much blood was lost (ml)? Unknown did the patient require a transfusion? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? No investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cec60a device was returned with no apparent damage and with two cecr60b reloads (b and c), three cecr60d reloads (d, e, f) and two cecr60w reloads (g and h) present. All reloads were received fully fired, the reload(g) pan was noted to be partially dislodged from left proximal side. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The event described could not be confirmed as the testing result of the returned device shows the staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot/batch e25120038, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.